Event description:
On (B)(6) 2012, the maquet service engineer reported on behalf of the customer, that rotaflow with serial number (B)(4) had the error message: "no_sel" on the display. The staff had to power the unit off and on. The rotaflow worked for about 15 minutes, but after this time the problem repeated. The rotaflow unit was in-use on the hl-20 console (instead of one rpm module). Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). Per service report (B)(4), the control board and batteries were replaced. Reference: complaint (B)(4).